Event description:
A pt reported that their meter had a memory count issue. When they turned the meter on, it showed a reading of 101 in the memory. They turned it off and when they turned it back on again, it said c41 in the memory for the last test done. It kept showing different test results for the last test memory every time they turned on the meter. This issue was not resolved with troubleshooting. They were feeling low and lightheaded. They also reported precision testing with results of 120mg/dl and 218mg/dl done within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. There was no medical intervention or treatment given. No further info has been reported.